Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an episode of syncope. During a follow up visit, an electrogram (egm) was conducted and analyzed. The egm indicated that due to oversensing in right ventricle (rv), pacing was inhibited in the rv and left ventricle (lv) resulting in the syncopal episode. The physician decided to decrease the sensitivity and activate the biventricular trigger. Boston scientific technical services (ts) recommended an x-ray image in order to check the real placement of rv lead and coil. The system remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information is suspected. Once received this report will be updated.

Event description:
Additional information received indicated that an x-ray was performed and revealed the right ventricular (rv) lead did not dislodge. The system remains implanted. No adverse patient effects were reported.